Event description:
It was reported that the subject device exhibited a line appearing on the screen during an unspecified operation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, d9, h2, h3, h4, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water tightness of cable unit and exposed metal part from cable. A root cause could not be identified. Based on the results of the investigation, the additional malfunction identified during investigation was caused due poor water tightness of cable unit which led to exposed metal from cable unit. The most probable cause of the malfunction was traced to component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.